Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and customer experienced the high blood glucose. The blood glucose level was 411 mg/dl. The customer was treated with the insulin pump. The troubleshooting was performed for unexpected restart alarm and fluid exposure. Customer was able to complete rewind. The customer reported that they were unable to clear the alarm. Alarm occurred shortly after inserting a new battery. The customer reported that they had performed the self test and the test was passed. The pump will not be returned for analysis.